Event description:
The recipient reportedly experienced loss of lock. The recipient's device was explanted on (B)(6) 2016. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the silastic overmold was cut at the electrode lead. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The reported complaint of no lock could not be verified during this analysis. This device passed all of the tests performed. This is a final report.